Event description:
It was reported that a transporter sustained a back strain while pushing a 2040 zoom product. The transporter was not examined by a physician and did not receive medical intervention.